Event description:
It was originally reported that the pt had a loss of therapeutic effect. He was urinating more frequently and having back pain. He was at home. It was later reported that the pt had his device reprogrammed. It was unsuccessful, so he had his lead replaced. He also fell on his ipg. Stimulation felt different after the fall. He thought he may have damaged the ipg. The ipg was replaced. The pt has recovered without sequela.